Event description:
It was reported the lead impedance had fluctuated between 400 and 1200 ohms over 14 days. It was also reported there was noise on the lead, and the patient's capture threshold had doubled. The lead was capped and replaced. Additional information was later received reporting that since the replacement procedure, the atrial lead dislodged, so it was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.